Manufacturer narrative:
Visual analysis of the returned device found the wire basket assembly the only component returned. The pull wire was cut on the proximal end and the handle cannula portion was not returned. The tip and basket wires were intact. However, the basket wires and pull wire were found bent. The condition of the returned unit could not be evaluated due to the handle cannula portion was not returned. It is unknown how much tensile force was applied to the device during the attempt detach the tip. Stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of "undeterminable" is selected for the complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the common bile duct was dilated using a cre balloon. An alliance handle was then used in conjunction with the trapezoid basket in an attempt crush a 1.5 to 1.9 cm size stone. The stone was too hard to be fragmented therefore, they attempted to detach the tip, however the tip failed to detach. The physician then cut the handle of the basket, attached the sohendra handle in an attempt to crush the stone and detach the tip; however, this attempt also failed to crush the stone and detach the tip failed. The procedure was not completed and the patient was sent to surgery. The surgery was reported to be successful. The patient's condition after the surgery was reported to be okay.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the common bile duct was dilated using a cre balloon. An alliance handle was then used in conjunction with the trapezoid basket in an attempt crush a 1.5 to 1.9 cm size stone. The stone was too hard to be fragmented therefore, they attempted to detach the tip, however the tip failed to detach. The physician then cut the handle of the basket, attached the sohendra handle in an attempt to crush the stone and detach the tip; however, this attempt also failed to crush the stone and detach the tip failed. The procedure was not completed and the patient was sent to surgery. The surgery was reported to be successful. The patient's condition after the surgery was reported to be okay.